Event description:
It was reported that label error was found before use with a ultrasafe x50 png clear. The following information was provided by the initial reporter, "during reception of batch in the warehouse, it was noticed that there is no item number present on the outside of the corrugated boxes."

Manufacturer narrative:
H.6. Investigation summary: this complaint is unconfirmed, no issue was observed the customer issued a complaint for incorrect label detected during incoming inspection. Photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process. There is no requirement for customer label what belong to this catalog number. As a consequence bdm-ps does not propose any corrective and preventive action in the scope of this complaint. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process. There is no requirement for customer label what belong to this catalog number. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that label error was found before use with a ultrasafe x50 png clear. The following information was provided by the initial reporter, "during reception of batch in the warehouse, it was noticed that there is no item number present on the outside of the corrugated boxes."